Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 478 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed no delivery. No infusion site or set problems were noted. The customer recently lost (B) (6). The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.